Manufacturer narrative:
Add'l info has been requested. Upon completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).

Event description:
The extension set became disconnected from threaded lock cannula, while the pt was at home. Resulted in a chemo spill.